Event description:
The hcp reported the pt presented to the emergency room with nausea, vomiting, sweating, and increased pain. The hcp suspected withdrawal. The estimated reservoir volume was 6.0ml and the actual reservoir volume was 6.0ml. There had been no recent refill procedure done or change in medication. A follow up report will be sent when additional information is rec'd.